Manufacturer narrative:
Product analysis ¿as found condition: the pipeline flex shield braid was returned for analysis inside a container, inside an open pipeline flex shield outer carton, inside a sealed biohazard bag, and inside a shipping box. The pipeline flex shield pusher wire was not returned. ¿damaged location details: the pipeline flex shield braid was already detached from the pusher wire when it was returned; therefore, the distal and proximal ends could not be identified. Both braid ends were open and frayed. The braid¿s middle section was fully open. No other anomalies were found. ¿testing/analysis: n/a ¿conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal¿ and ¿failu re/incomplete to open at proximal¿ reports could not be confirmed, as both ends of the returned pipeline flex braid were open and frayed, and the middle section was fully open. However, the cause of the failure to open could not be determined. The likely causes of failure to open include severe vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid. The braid can be damaged due to over-manipulation, re-sheathing more than two times, deployment techniques, advancing or retracting the delivery wire against resistance, or deploying/re-sheathing against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that it was unknown what caused the pipeline to fail to open.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during treatment of an unruptured, amorphous aneurysm in the left internal carotid artery using the pipeline embolization device, there was severe vessel tortuosity. The device was loaded and deployed as indicated, but the distal and mid-sections would not open. The doctor resheathed the device three times to attempt to open it and tried various methods of loading and reloading to open the mid-section. The distal section opened, but the mid-section (around the sharp bend of the ica) never opened. Doctor then recaptured the device and removed the pipeline. They then re-inserted the microcatheter and successfully deployed a different pipeline. More than 50% of the pipeline had been deployed and the middle section was positioned in a bend when the middle and proximal sections failed to open. No additional steps were taken to open the pipeline. Angiographic imaging was conducted post-procedure, and the patient was reported to be doing well with the aneurysm optimally treated. No patient complications have been reported as a result of this event. The aneurysm max diameter was 6mm, and the neck diameter was 7mm. The landing zone was 4.2mm distal and 4.75mm proximal. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a phenom 27 microcatheter and benchmark 061 guide catheter.